Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular (rv) oversensing episodes were noted due to noise on the lead. The rv lead was capped and a new lead was implanted. The patients was in stable condition.